Event description:
An optometrist reported that a patient who underwent bilateral las surgery was diagnosed with asymptomatic diffuse lamellar keratitis (dlk) in both eyes on the first postoperative day. The magnitude of the dlk in the left eye was stage 1, and there was no visual significance. The patient was treated with topical steroid drops. Additional information has been requested. There are two medical device reports associated with this patient. This report concerns the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).